Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of non-sustained rv oversensing was observed during a routine device check. The patient was asymptomatic. Myopotentials oversensing was noted on the strip. Programming changes were made.